Event description:
It was reported by the customer that a pyxis medstation es system nurse was unable to issue an item, as no action occurred upon clicking the issue button. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that nurse unable to issue item as no action occurred upon clicking the issue button due to configuration issue. A technical support specialist connected to machine and found that the cubie drawer 02 zone had been disabled. The specialist proceeded to re-enable it and subsequently restarted the cubic application, resulting in the successful population of all drawers. The system functioned as intended after troubleshooting.